Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The customer reported battery would not charge above 10vdc(volts direct current). There was no patient involvement. The power management board was replaced and issue still persists.

Manufacturer narrative:
G4: 22apr2020. B4: 23apr2020. H11: upon investigation it was determined that this MFR report # 2031642-2020-01238 was submitted in error. This is a duplicate of an event previously reported under MFR report # 2031642-2020-01327. Any additional information will be submitted under the initially reported MFR#2031642-2020-01327. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.